Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited atrial undersensing, subsequently sensitivity adjustments were performed. As a result, farfield oversensing was noted. Technical services (ts) recommended reprograming options. The patient felt discomfort related to the atrial undersensing events. No additional adverse patient effects were reported. This pacemaker remains in service.